Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was connected to evis 180 series videoscope before the unspecified procedure. The field service engineer of olympus europe (B)(4) went to the user facility and check the subject device. It was changed the printed circuit board of the subject device and then the subject device was worked. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europe se & co. Kg (oekg), omsc investigated the cause of the reported phenomenon but it could not be finding the true cause. However omsc surmised that the reported phenomenon was attributed to the printed circuit board failure of the subject device with confirming the information from olympus europe se & co. Kg (oekg). The printed circuit board failure might have occurred due to accidental failure, because of the manufacturing date of the subject device. If additional information becomes available, this report will be supplemented.